Event description:
Additional information received reported "that this was not a new event." No issue with the lead was reported and the event was not due to programming or the programmer. The patient outcome was listed as no injury. It was noted that the patient was "elderly and confused." The device was stated to have "worked properly." No further information was reported.

Event description:
It was reported that the patient's implant was not helping to relief her pain. The previous night the battery was half full, but when the patient tried to turn it on she saw a doctor's face, and was subsequently afraid to use the scs. It was reported that this had happened twice. The patient called her caregiver to help her recharge the implant, but was only feeling stimulation in her left leg, but not her right. It was noted that if she increased stimulation too high ,she experienced a shocking feeling in the vagina area. It was reported that it was like she was sitting on a wire, and it automatically shocked her. The patient's legs had been hurting the whole week and she didn't have relief from her medication and scs. The patient had been programmed at the hcp's office. It was also reported that the patient's hand was starting to be numb too. The patient had been having issues with the stimulator for two years. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; programmer model 37743, serial # (B)(4).